Manufacturer narrative:
The returned device was evaluated and the distal tip of the exposed portion of the soft cannula found to be severed, and the entire soft cannula was found to measure outside of the required length specification. Cause and timing of the soft cannula damages could not be determined; no other damages or defects found with the device. Download data showed no signs of struggle or pulse width increases. Device was still able to deliver insulin from the damaged end of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 418 mg/dl while wearing a pod between 24 and 36 hours. As treatment, a temporary basil was set up on the personal diabetes manager to give 25 percent more insulin.